Event description:
According to the claim, pt underwent roux-en-y procedure in 2001. The surgeon used an endo gia universal instrument during procedure. Reportedly, one day post-operatively, the pt underwent a reoperation to repair a 0.5cm defect in the anterior aspect of the jejunojejunostomy staple line. No further pt info available at this time.